Event description:
Dexcom g6 sensor inaccuracy: 8:15am g6 reading 128, finger stick reading is 98. That is a mard of 30.6%! Dexcom no longer follows up on product support requests and refuses to replace faulty sensors that have been removed.

Event description:
Dexcom g6 sensor inaccuracy: 8:15am g6 reading 128, finger stick reading is 98. That is a mard of 30.6%! Dexcom no longer follows up on product support requests and refuses to replace faulty sensors that have been removed. Additional information received on 11/03/2025 for report mw5178166. Dexcom g6 sensor error > 3 hours. Replaced this sensor. Dexcom no longer follows up on customer support requests and refuses to replace their faulty products. Please hold these scammers accountable.